Event description:
Patient (pt) was intubated with an 8.0 endotracheal tube (ett) tube for a general anesthesia case. A bougie was placed through the endotracheal tube (ett) to protect the airway, since the endotracheal tube (ett) was not completely through the vocal cords yet. This intubation was not traumatic. Once the endotracheal tube (ett) was fully intubated into the trachea, the bougie was removed without difficulty. Once doctor visualized the internal lumen of the endotracheal tube (ett) with the bronchoscope, we noticed a piece of the bougie had broken off into the patient's endotracheal tube (ett). Doctor successfully removed all of the pieces of the bougie from the endotracheal tube (ett)/airway, confirming no pieces were left inside the airway via direct visualization from the bronchoscope. The bougie was in 4 pieces once removed and was saved for future inspection.